Event description:
An impella 5.5 device was inserted surgically into the left aorta in a 59-year-old male patient presenting in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery (aortic valve replacement). While the patient was in the intensive care unit (ICU), the patient had a hemorrhagic stroke. The device functioned at p-6 at 5.1l/min. A few days after the stroke, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the patient's hemorrhagic stroke, complicated by the patient presenting in stage e shock. Hemorrhagic events are a known risk due to the impella's anticoagulation and purge requirements stroke is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.